Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The company representative reported that the insulin pump's back-up battery failed and received a power error alarm. The blood glucose reading was unknown. Troubleshooting was conducted and the customer received reoccurring power loss alarms even though the battery was out for less than 10 minutes. The customer was advised to return the insulin pump for analysis. The insulin pump will be replaced.

Manufacturer narrative:
The pump passed functional testing. The pump was returned for power error alarms, and no alarms were noted on the detailed trace download. The pump had a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.